Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the membrane switch and the keypad to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed keypad, and determined the root cause of the reported issue is a faulty keypad.

Event description:
The customer contacted stryker to report that their device will not complete the boot-up cycle during power-up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not complete the boot-up cycle during power-up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.